Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a bad display; this condition had the potential to interrupt delivery. This condition was found in the central supply department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. The user interface module software version of this pump is colleague 2006(6.13.90).

Manufacturer narrative:
(B)(4). The reported condition was confirmed during an event history log review. The assignable cause is currently unknown. Upon completion of evaluation, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The reported condition of a colleague pump with a malfunction of a "bad display" was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to an orange spot on the main display. The main display was replaced to correct this condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.